Event description:
It was reported that the right ventricular (rv) lead had undersensed a qrs complex. Follow up with the physician's office indicated that no reprogramming has been done. The lead remains in use. No patient complications have been reported as a result of this event.